Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: a review of the black box shows data starting on (B)(6) 2013. The data from the time of the complaint is unavailable for review due to continued pump use. There were no alarms related to the complaint observed in the current pump history; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(4) 2013 the patient contacted animas for an unrelated issue and during the call mentioned that on (B)(6) 2013 she experienced low blood glucose (bg) of 24mg/dl and passed out after correcting an elevated bg with u500 insulin (a concentrated form of insulin) by syringe injection. The patient's family reportedly found her unresponsive and called 911. Paramedics reportedly administered dextrose and the patient regained consciousness. The patient declined to be transported to the hospital. The patient reportedly consumed a peanut butter sandwich before paramedics left. The patient stated she had also been using u500 insulin in the pump as well, but has followed up with her healthcare provider since the incident for adjustments to her treatment regimen and is no longer using u500. The patient declined to troubleshoot the pump. Use of u500 insulin in the pump constitutes misuse of the pump, as the pump is not approved for use with that type of insulin. Although the patient attributed the low bg to the u500 correction injection, misuse of the pump could not be ruled out as a cause or contributor as the patient stated she was also using u500 insulin in the pump. This complaint is being reported because the patient allegedly experienced severe hypoglycemia requiring medical intervention with misuse of the pump as a potential contributor to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.